Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: product type lead product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2017 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator on (B)(6) 2017 it was reported that the patient was experiencing burning and shocking at the lead incision site. This occurs with stimulation on and off. The patient did not experience a fall. X-rays were ordered, and it was determined that the leads migrated ½ to a full vertebral level. Impedance values were checked and all were within normal range. The health care provider suspected that the burning sensation could be due to withdrawal symptoms from narcotics, and the health care provider plans on monitoring the patient. The patient was reprogrammed with good pain relief from the stimulator. The issue of the burning and shocking at the lead incision site was note resolved at the time of the report. Surgical intervention did not occur at the time of the report, and surgical intervention was not planned. There were no further complications reported.